Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Treatment was not reported. The cause of the peritonitis was reported as ¿not a good source of well water¿. On an unreported date the patient was re-instructed on how to treat the source of well water. At the time of this report the outcome of the peritonitis event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient was born on an unreported date in 1944. The patient was reported as (B)(6) ethnicity. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.